Manufacturer narrative:
Conclusion: the device investigation revealed a mechanical damage to the stimulator electronics that is typical for a severe external impact to the housing. Moreover, also damages to the active electrode, as might be caused by an external mechanical impact were found. Other damages found during device investigation are most likely related to the explantation surgery. The problems described in the recipient report and the reported accident appears to match the damage found.this is a final report.

Event description:
The user experienced a trauma to the head followed by swelling over the implant site. The user no longer has any hearing sensation. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user experienced a trauma to the head followed by swelling over the implant site.

Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no more hearing sensation. The user experienced a trauma to the head followed by swelling over the implant site. Re-implantation is planed but no date has been scheduled yet.